Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of services. It was reported that the pt has never felt device stimulation since in was initiated 2-3 weeks post-implant. Device stimulation was initiated at 0.25ma output current and was increased to 0.50ma that same day because the pt did not seem to feel the stimulation. Approx three months later, the pt was involved in an auto accident in which pt was wearing pt seatbelt but did not suffer any obvious trauma. Two months later, neurologist wanted to further increase device settings but did not because the pt was experiencing anxiety form the auto accident and the pt's seizure frequency had reported decrease from 30 seizures per month to 10 seizures per month; however, some of the pt's medications had been changed during this time. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The pt has been referred for surgical consult. Lead break is suspected.